Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder and urinary tract infection had resolved and the fatigue, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder problems, and uti quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), bladder problems, uti, fatigue, dental problems, hormonal changes, nausea, weight gain, weight loss and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.